Event description:
Spontaneous. Patient's home health care nurse reported malfunctioned curlin pump. Per (B)(6), steps 1-4 of program completed successfully, and step 5, pump stopped due to limited pressure. (B)(6) stated he primed the tubing. Was advised that the down occlusion is set too high but unable to troubleshoot. He will try to process again and complete via manual push for the remainder of the infusion [approximately 200ml]. No missed dose or adverse event reported. Pump available for return to manufacturer. No further information. Reported to cvs/caremark by health professional.